Event description:
It was reported the pt had a burning sensation in her left buttock when changing positions. The pt has lost 40 pounds since the ipg was implanted. The physician relocated the ipg on (B)(6) 2014 and the issue has been resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.